Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed that the perforation occurred. The filter tip was inferior to the right renal artery. There were multiple prongs outside confines ivc. No further patient complications were reported.